Event description:
Material #: ns302830. Batch#: 3297367. It was reported by customer that red substance inside their 20ml syringe that is still sealed in the package. Please see attached video. Verbatim: complaint received via email(s) attached. Red substance inside their 20ml syringe that is still sealed in the package. Please see attached video.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Additional information received the syringe was found on 1/30/24 at approximately 0500. The syringe was not used for patient care, and is still sealed in the package. It appears to be on the plunger itself, inside the syringe. Material #: ns302830 batch#: 3297367. It was reported by customer that red substance inside their 20ml syringe that is still sealed in the package. Red substance inside their 20ml syringe that is still sealed in the package.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a red substance inside the 20ml syringe. To aid in the investigation, one sample in a sealed packaging blister, two photos and one video were provided for evaluation by our quality team. A visual inspection was performed, and the syringe plunger has a foreign matter on one of the plunger rod ribs. The foreign matter appears to be lubricant used in the molding process. The sample was sent to a laboratory for additional analysis. The analysis confirmed the foreign matter as lubricant. The two photos and video provided show the sample received. No other defects or imperfections were observed. This defect could occur if, after a repair or preventative maintenance, cleaning was not effective inducing the foreign matter reported. A device history record review was completed for provided material number 302830, lot 3297367. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.